Event description:
Ebe deployed in patient successfully, however, patient lost pulse to left foot and surgeon had to perform an ileo-to-femoral bypass and an embolectomy. The patient's pulse was restored. This event was not specifically a cause of the ebe, but rather related to this endo-vascular procedure.